Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty in breathing and has brain disease. There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer previously received information alleging to a ventilator device's sound abatement foam. The patient alleged difficulty in breathing and has brain disease. There was no report of serious harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Pil could not confirm any evidence of foreign black particulates external to the device inside of it in the bacterial filter at the outlet port. After dissembly and review of the airpath assembly there doesn't appear to be any evidence of foam. Both the air-path assembly foam and sound abatement foam appear worn but without degradation. Pil could confirm the presence of small amounts of dust, dirt, grim and other particles normally found inside flow path overtime. This contamination is found starting at the inlet port, then on/into the blower motor bellows, blower motor impeller blades, into the transition tubing and into clear tubing during normal usage and will eventually fully conaminate the sensors over time. Pil confirms the failures related to internal battery, detachable battery builds dates, charge levels, clock settings. The device's airpath assembly, airpath assembly foam and sound dampening foam all appear clear of degenaration or damage of foam or particles. The blower bellows and blower impellers, transition tubing, flow path assembly and the outlet port appear clear of any black foam psrticulate matter. None of the foam show show any signs of foam degradation or heavy contamination. All contamination found inside the device appear to be foreign to the device: dirt, dust and grim particles throughout flow path. This foreign contamination is seen inside the transition tubing and clear tubing on to the outlet port. Pil cannot confirm any evidence of foam degeneration or contamination. Faults or errors contained within the logs support sensor board contamination all other device functionality appears as no problem found (npf). Sensor board failure because of sensor contamination mt-1 and mt-3. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section d8, d9, h2, h3 and h6 were updated in this report.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty in breathing and has brain disease. There was no report of serious harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on nov 18, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty in breathing and has brain disease related to sound abatement foam. The section e1 was updated and sections b1, b2, h1 and h6 have been corrected in this report as follows: section b1 was corrected for both adverse events and product problem (only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section h1 was changed from malfunction to serious injury. Section h6 health effects - impact code was corrected.